Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a corrupted language file. It could not be determined how the language file became corrupted. Historically failures of this type are a result of the device's software being upgraded in the field. The firmware was reinstalled to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.